Event description:
On may 6, 1994, a pt wa undergoing an elective bronscopy with an olympus bronchoscope. A reusable cytology brush was being used when approx. 0.5 inch long brush broke in patient's bronchus. The brush could not easily be retreived using forceps, which necessitated transferring the patient to another facility where bi-plane fluoroscopy was available. The brush was subsequently retreeived.there was no known injury to patient, although he remains hospitalized while undergoing further work-up. The manufacturer of the brush is unknown and no markings are present on the instrument to indicate its origin.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.